Event description:
It was reported to medtronic minimed that the customer experienced sometimes has to press down arrow buttons twice, and the pump was slower during rewind. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with all buttons not function properly. Unable to perform all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test due to all buttons not function properly. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Unresponsive button due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to download the trace and history files using thump (download difficulty) or verify rewind due to unresponsive button. Keypad anomaly/stuck button is confirmed due to moisture damage on keypad, electronic assembly (pcba 1 and pcba 2).download difficulty is confirmed due to the keypad anomalies. Pump was cut open to perform visual inspection and found moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), label damage and pillowing keypad overlay. Unable to verify rewind due to stuck button alarm did confirm due to moisture damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.